Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/16/2017, that on (B)(6) 2017, the sensor had gaps in the transmission. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data observed that a loss of connection occurred. The reported event of gaps in transmission was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was clarified that this event was not an allegation of data gaps but of inaccuracies which have already been reported. Please disregard MFR# (B)(4) as this is a duplicate report and no longer reportable.